Manufacturer narrative:
Device received with missing segments due to cracked zebra connector at lcd assembly. Device received with intermittent down arrow button due to flattened dome switch. No unlocked lcd keypad connector. Device received with cracked case at display window corners, reservoir tube and battery tube threads. Device received with minor scratched display window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks around the display window. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.